Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Based on the information provided, the reported difficulties appear to be related to the calcification and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device via a 5f sheath after a diagnostic procedure. Reportedly, the proglide device was not deployed possibly due to calcium. A new proglide device and a sandbag as extra measure were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.